Manufacturer narrative:
A4: added.

Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. M. Reijnen at the linc convention on january 21, 2019. The presentation included initial results of the ongoing (B)(6) study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other occurrences, the presentation mentions 4 early occlusions of the hypogastric branch. Additional details were not provided. The following additional info was reported to gore on april 19, 2019: patient (B)(6) was treated on (B)(6) 2018 with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2018, thrombosis of the ibe internal iliac component (hgb) was identified. The origin of the thrombus is unknown.

Manufacturer narrative:
B5: corrected event description.

Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. M. Reijnen at the linc convention on (B)(6) 2019. The presentation included initial results of the ongoing iceberg study that included (B)(4) that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other occurrences, the presentation mentions 4 early occlusions of the hypogastric branch. Additional details were not provided. The following additional info was reported to gore on (B)(6) 2019: patient (B)(6) was treated on (B)(6) 2018 with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2018, thrombosis of the ibe internal iliac component (hgb) was identified. The origin of the thrombus is unknown.